Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during patient use, in the procedure. Hemostasis was achieved by manual compression for less than thirty minutes about twenty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. There was no visible damage to the distal end of the 5f non-cordis sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for further analysis and evaluation. Addendum: product evaluation revealed the sealant was present in manufacturing position partially exposed due to frayed condition observed in the sealant sleeves that resulted in the sealant exposure to blood and a premature swelling condition.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during patient use, in the procedure. Hemostasis was achieved by manual compression for less than thirty minutes; it was about twenty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). There was no visible damage to the distal end of the 5f non-cordis sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in its manufactured position, partially exposed due to the frayed condition observed with the sealant sleeves which resulted in the sealant¿s exposure to blood and a premature swelling condition. Additionally, the syringe was returned separated from the device, and the related non-cordis catheter sheath introducer (csi) was attached to the device for this analysis. No additional anomalies were observed during this analysis. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation due to a rupture observed at the balloon surface. Additionally, due to the exposure of the sealant that could be considered a premature deployment, a deployment test was executed by depressing both buttons to activate the device mechanism, resulting in the full deployment of the sealant as expected. Per microscopic analysis, a magnified visual analysis of the balloon surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a longitudinal rupture identified in the body of the balloon. The product history record (phr) review of lot f2303701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the frayed condition of the sealant sleeves noted. However, the exact cause of the reported rupture found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although it was reported that there was no presence of calcium in the vicinity of the puncture site) and/or concomitant device factors likely contributed to the issues found since this type of rupture to the balloon can occur when the balloon comes into contact with calcification and/or other procedural devices. Additionally, these factors could also contribute to the frayed condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during patient use, in the procedure. Hemostasis was achieved by manual compression for less than thirty minutes about twenty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. There was no visible damage to the distal end of the 5f non-cordis sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for further analysis and evaluation.